Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure for bleeding performed on (B)(6) 2025. Prior to the procedure, it was noticed that the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 9, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on july 9, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure for bleeding performed on (B)(6) 2025. Prior to the procedure, it was noticed that the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure for bleeding performed on (B)(6) 2025. Prior to the procedure, it was noticed that the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 9, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, the slack was taken up and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis, it was found that the slack was taken up and the handle had evidence that the trip wire was secured to the post. However, the ligator housing did not returned for the analysis. Additionally since the ligator housing was not returned, a proper evaluation of the device could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.